Event description:
Customer reports that he tested 325mg/dl, 200mg/dl, 75mg/dl, and 22mg/dl, within 10 minutes on the same device. No actions were taken based on device results. No adverse event reported and no treatment rec'd. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.